Manufacturer narrative:
Device eval summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specs. In conclusion, it is probable that the pt had an undesirable side effect to the injection, as indicated in the dfu (secondary reactions, such as pain, nodules, ecchymosis at the injection site can occur).

Event description:
Immediately after treatment with botox and juvederm in the cheeks near the eyes, the pt experienced pain at the injection site as well as nodules and ecchymosis in the left eye area. The ecchymosis resolved in about six weeks. The physician prescribed two treatments of hyaluronidase, about two weeks apart, in the left side of the face to break down some of the juvederm to alleviate pain and pressure, but there was no resolution. The treating physician also noted more juvederm is needed to resolve the nodule, but is not willing to treat the area due to the painfulness, however, additional botox has been applied to the pt's face after the initial treatment. The pt visited three different physicians (two optometrist and a plastic surgeon) who believe the pain is caused by possible nerve damage. The initial treating physician does not believe there is any nerve damage.